Event description:
A user facility reports that a posterior chamber intraocular lens (iol) was removed and an anterior chamber lens was used. The association between the iol and this event is not known. Additional info has been requested.

Event description:
Additional info was provided by the or supervisor at the user facility. During the initial intraocular lens (iol) implant surgery, the surgeon noted a tear in the capsule. The posterior chamber lens was removed and during the same procedure, an anterior chamber lens was inserted. The torn capsule was not related to the iol.